Event description:
It was reported to philips that the system froze, then failed to boot. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during diagnostic procedure. The treatment was completed completed by moving patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that system did not bootup. Upon troubleshooting fse found problem with the control pc and found that haswell pc tray 1 which has main system hard drive was not functional. To resolve the issue, fse moved hard drive to tray 2 and replaced the haswell pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.